Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's battery was at 70% prior to loading a new cartridge. Upon completing the load process, the battery increased to 100% without charging. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 260 (mg/dl). The customer took a manual injection. It was indicated that the customer had short acting insulin but would obtain long acting insulin from the health care provider.